Event description:
It was reported that an ilet bionic pancreas was dropped, resulting in a cracked and nonfunctional touchscreen, and the user experienced difficulty using the device; the medical device problem involved a fracture of the touchscreen component. Symptoms included hyperglycemia with a reported blood glucose of 329 mg/dl. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related hardware problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.